Manufacturer narrative:
Willow has requested the pumps back from customer but has not yet received them. Customer has requested replacement pumps. New sizing inserts were also sent to improve comfort and output.

Event description:
On (B)(6) 2024, customer reported to willow customer care that she had clogged ducts and swollen nipples from using the willow pump. She also had an abscess in her right breast and was going to the doctor. Customer was prescribed clindamysin and was using a wall pump until the abscess is healed. As of on (B)(6) 2024, customer reported that the abscess in her right breast was drained out and has gone down/healed. Her doctor advised that she needs to completely empty and she continues to use her wall pump while healing.